Event description:
It was reported that the insulin pump is having sensor issues. Customer stated that the pump has a bent cannula. Customer's blood glucose reading was 259 mg/dl. Nothing further reported.

Manufacturer narrative:
Findings: reliability analysis: inspected 1 opened/used enlite sensor and performed bicarbonate buffer test dop114-830. Sensor passed with accurate readings. Also found canula bent unable to confirm customer received sensor damage due to customer returned opened/used.